Event description:
A 57-year-old female with recurrent glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's spouse reported to novocure that the patient had developed sores and an infection on the scalp. The patient had entered hospice care and permanently discontinued optune gio therapy. On (B)(6) 2025, additional information was received indicating that the patient was taken to the emergency room (ER) due to an infection on the scalp. In the ER, the affected area required incision, drainage, and irrigation. Treatment included unspecified medication. Multiple attempts were made to contact the prescribing physician; however, no response was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the event that required surgical intervention, cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Additional note: manufacturing date of tfh212643 is october 06, 2020.